Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post generator change the patient felt fatigued, not well and experienced low heart rate. It was reported that the right ventricular (rv) lead exhibited non-capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.